Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during implant, the ring electrode became detached from the left ventricular lead. The lead was not implanted. The ring electrode remained in the patient and no plans were made to retrieve it. No patient symptoms were reported.